Manufacturer narrative:
(B)(4). On an unreported date; dianeal therapy was discontinued, the peritoneal dialysis catheter was removed, and the patient was switched to hemodialysis therapy. The patient was not recovered from the previously reported peritonitis event (previously, the outcome was unknown) and the peritoneal effluent fluid was not clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with ciprofloxacin injection 100 milligrams (route, frequency, and duration not reported) and amikacin injection 50 milligrams every bag (route, specific frequency of bags, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.